Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was asymptomatic. It was noted that the right ventricular lead was dislodged. The patient was scheduled for a lead revision but the lead could not be re-positioned due to helix deployment issues. The lead was explanted and replaced. The patient was stable.

Event description:
New information notes that prior to lead replacement for dislodgement, non sustained right ventricular over-sensing, crosstalk and a low impedance were also observed. As previously reported the patient was stable following the procedure.